Event description:
This report summarizes three malfunctions. A review of the reported malfunctions indicated that model mc2020 biopsy instrument allegedly experienced unsealed device packaging. These reports were received from various sources. All three malfunctions did not involve with patients as there was no patient contact. The patients' age, gender and weight were not provided for all three malfunctions.